Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in moderately tortuous and moderately calcified right coronary artery (rca). After a 6fr jr non-boston scientific (bsc) guide catheter was used and engaged rca coaxially. After a non-bsc guidewire was crossed in pda, pre-dilation was performed with 2.5 x 12 nc balloon catheter to the distal mid rca. A 38 x 2.75 promus premier select stent was advanced to treat the lesion. However, the device failed to cross the lesion due to the calcium. The device was removed and further pre-dilation was done with the same balloon catheter. The physician took the promus premier select stent but it was noticed that stent struts were damaged. The procedure was completed with another 2.75x38 promus premier select stent. There were no patient complications reported. The outcome was good and the patient was stable post procedure.

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in moderately tortuous and moderately calcified right coronary artery (rca). After a 6fr jr non-boston scientific (bsc) guide catheter was used and engaged rca coaxially. After a non-bsc guidewire was crossed in pda, pre-dilation was performed with 2.5 x 12 nc balloon catheter to the distal mid rca. A 38 x 2.75 promus premier select stent was advanced to treat the lesion. However, the device failed to cross the lesion due to the calcium. The device was removed and further pre-dilation was done with the same balloon catheter. The physician took the promus premier select stent but it was noticed that stent struts were damaged. The procedure was completed with another 2.75x38 promus premier select stent. There were no patient complications reported. The outcome was good and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR.: the promus select ous mr 38 x 2.75mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with mid to distal struts pulled distally over tip . The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.